Manufacturer narrative:
An evaluation is in process. A follow-up report will be submitted when the evaluation is complete. No specific patient information was provided.

Event description:
The customer obtained a (B)(6) architect hiv ag/ab combo result for a known (B)(6) sample. The sample was retested and generated (B)(6) results. No impact to patient management was reported.

Manufacturer narrative:
An evaluation is still in process. A follow-up report will be submitted when the evaluation is complete. The reagent lot was obtained from the customer and lot number was changed from unknown to 07190be00.

Manufacturer narrative:
Review of complaint activity associated with reagent lot 07180be00 identified no other complaints related to the complaint issue. Review of tracking and trending reports did not identify any related trends for the architect hiv ag/ab combo assay. A retained reagent kit of lot number 07190be00 was tested in a sensitivity setup. Results of this setup did not implicate that the sensitivity performance of the lot was negatively impacted. The reagent kit showed normal performance without false non-reactive results. The controls gave reproduceable reslts with normal variance. In addition, the clinical sensitivity of the lot was evaluated by testing two commercially available seroconversion panels. The seroconversion panel results were compared to architect hiv test results provided by the panel manufacturer. The lot detected the same bleeds as reactive. Based on this evaluation the sensitivity performance of the complaint lot was not adversely affected. Manufacturing documentation for the likely cause lot did not identify any issues associated with the complaint issue. Additionally, labeling was reviewed and sufficiently addresses the customer's issue. No systemic issue or deficiency of the architect hiv ag/ab combo assay was identified.